Event description:
This report is being filed after the subsequent review of the following journal article, ¿lunate fractures in the face of a perilunate injury and an uncommon and easily missed injury pattern.¿ (2012) briseno, m., and yao, j., journal of hand surgery (2012) 37a: 63-67. United states article. This is a case report of one patient, a (B)(4), right handed man involved in a head-on motorcycle collision whom suffered a comminuted lunate fracture associated with a perilunate dissociation injury. The surgery was performed 5 days after the injury using a dorsal approach. A berger dorsal capsulotomy was performed, a scaphoid chondral fragment was unstable and excised. The scaphoid was then reduced and the lunate secured with two 1.1-mm k-wires that were introduced percutaneously and advanced in a radial to ulnar direction through the midportion of both the scaphoid and lunate. The manual reduction was then released and the lunate was still unstable despite ideal placement of k-wires. While applying traction the highly comminuted lunate fracture was able to be visualized, with most of the fracture located in the coronal plane. The lunate fracture was then reduced using two 1.1-mm k-wires and two 1.5-mm synthes modular hand screws. The screw heads were countersunk below the articular cartilage to prevent impingement with the wrist extension. The provisional wires were removed and the lunate moved as a unit, confirmed via fluoroscopy. Then the attention was focused on repairing the scapholunate interosseous ligament (slil) in which a competitor product was utilized and the radial styloid fracture. Postoperative radiographs and computed tomography (CT) were utilized to evaluate fracture extent, articular surface reduction, and hardware location. Five weeks after the surgery the patient¿s wrist showed 20 degrees of extension and 50 degrees of flexion. At nine weeks wrist motion was 5 degrees of extension and 10 degrees of flexion; the fractures appeared healed on radiographs. At this time the patient returned to the operating room for removal of hardware and wrist arthroscopy to evaluate the lunate fracture and articular integrity. Midcarpal arthroscopy revealed an apparently healed lunate; however there was noteworthy chondromalacia on the head of the capitate. Once the scapholunate pins were removed, the patient¿s intraoperative range of motion was 45 degrees of extension and 50 degrees of flexion. Eleven weeks after the initial surgery the patient had 10 degrees of extension and 15 degrees of flexion. He stated that he did not have access to a hand therapist because he lived in a remote location. At this time his pain was 2 out of 10 while at rest and 5 out of 10 with activity. Based on the arthroscopic and radiographic findings, the patient likely will require a salvage procedure in the future. The only patient in this case report had a second surgery to remove the hardware. He experienced chondromalacia on the head of the capitate and postoperative pain ranging from 2-5 on a scale of 0-10 at eleven weeks post operatively. This report 1 of 1 for (B)(4). This report is for 2 unknown 1.5-mm synthes modular hand screws and refers to the only patient in this case report; had a second surgery to remove the hardware. He experienced chondromalacia on the head of the capitate and postoperative pain ranging from 2-5 on a scale of 0-10 at eleven weeks post operatively. A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
¿Lunate fractures in the face of a perilunate injury and an uncommon and easily missed injury pattern.¿ (2012) briseno, m., and yao, j., journal of hand surgery (2012) 37a: 63-67 this report is for an unknown 1.5-mm synthes modular hand screws /quantity: 2/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.